Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to a faulty force sensor resistor. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The called reported via phone call that the customer was hospitalized at 5:30 am on thursday (B)(6) 2018 due to diabetic ketoacidosis (dka) and hyperglycemia. The customer experienced high blood glucose levels of 29.1 mmol/l. The caller reported that the customer was sleeping which led to the hospitalization. It was reported that the patient's nurse had requested to change the insulin pump and stated that the insulin pump stopper working. It was reported that the customer 's blood glucose level went up to 26 mmol/l and the customer changed her infusion set. It was reported that the screen was frozen of the insulin pump one time. It was reported that the insulin pump had no alarms in the alarm history prior to (B)(6) 2018. In the alarm history, it was reported that the insulin pump had received a low reservoir alarm. Troubleshooting was not performed at the time of call. The customer was advised to return the insulin pump for analysis. Product is not expected to return for analysis.